Event description:
This device case, which does not include an adverse event, reported by a pharmacist via a sales representative, concerns a male of unk age. The patient's medical history, concurrent condition or concomitant medication was not provided. The patient was taking human insulin isophane suspension 70%/human regular insulin 30% (humacart 3/7) via a humapen ergo teal/clear pen (lot# 0503a03) for treatment of an unk indication, start date or dosage not provided. On 07-nov-2006, the patient brought the humapen ergo to a pharmacy with a complaint that the injection screw did not advance. This humapen ergo teal/clear pen (lot#0503a03). The patient, training status not provided, operated the pen. The storage condition of the device was not provided. The pen was returned to the affiliate qi on 10-nov-2006. No further information is expected. Updated on 22-nov-2006: upon quality review, corrected pt event term from no adverse drug effect to no adverse effect. Updated on 27-nov-2006: additional information was received from the initial reporter on 24-nov-2006. Changed operator of the device and added reporter's last name. Updated narrative and relevant sections. Updated on 04-dec-2006: follow-up/was received on 27-nov-2006. Based on the conclusion summary field, updated the case as appropriate.

Manufacturer narrative:
H3. Evaluation: information report. Reportable malfunction/near incident identified. Investigation in progress. The actual device was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction has been shown to result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." Evidence of improper use/storage: the engineering investigation determined both engagement tabs were damaged while in the field. Tool marks were found on the fractured surfaces of the engagement tabs and mounting bayonet areas. This damage is consistent with damage incurred by unknown tool, such as pliers, used to twist off the tabs in a shearing motion. This misuse is relevant to the user's complaint and the investigation findings.